Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, intra-op, while testing the balloon outside the patient, it ruptured during inflation. However, the second balloon did not rupture. Hence, there was only one balloon to complete the procedure. Once the balloon was used at one side, the same balloon was used on the other side as well. After doing the kyphoplasty on the other side of the first vertebra, the same balloon was not able to thread the balloon at any more levels despite trying and in the process wasting time. A back up balloon was opened but it could not be used as it was the wrong size. In the end, the patient was only able to have one of five levels being kyphoplastied , the other four had to be vertebroplastied, which was a less desirable procedure for someone with so much loss of height. It was determined that only kit kyphoplasty kit was opened and prepared for case; whereas, procedure had to performed on more than one level of spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was an elderly gentleman, with pre-operative diagnoses of multiple myeloma and multiple levels of fracture. The inflatable bone tamp's balloon had burst inside the patient (not outside the patient) and the rupture of balloon was seen on the two c-arms.